Event description:
It was reported to the manufacturer, by the end user, per the end user, that post treatment while 2 staff transferred patient from recliner to wheelchair via hoyer lift the patient event occurred. The left leg strap of lift pad ripped off the lift pad, causing patient to slide out of the sling, into the seat of the chair and then to the floor. Patient landed with head resting against foot rest. Straps intact, portion of sling that attaches to lift pad had ripped. Patient sent to ER for evaluation and discharged same day. Ecomyosis on thoracic area posterior. Complaint #(B)(4) was entered into our system.

Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare , its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.